Event description:
Synovitis [synovitis]. Case description: spontaneous case report was received on (B)(6) 2013 from a physician database extraction regarding a female pt (age not provided), initials unk with osteoarthritis. The pt's medical history was significant for previous medical device implantation with synvisc (hylan g-f 20); (four courses). It was reported that the pt was (B)(6) at the time of first course of synvisc injection. On (B)(6) 2009, the pt initiated treatment with intra-articular synvisc injection of fifth course in both knees, dosage regimen not provided. The lot number for synvisc was not provided. On (B)(6) 2009, the pt experienced synovitis of both knees and received treatment with intra muscular depomedrol (methylprednisolone acetate). It was reported that after 72 hours, the pt recovered from the event of synovitis of both knees. Action taken with synvisc treatment was not provided. Concomitant medications were not provided. The intensity for the event was moderate. The reporting physician assessed the relationship between synvisc and the event as definite. F/u info was received on (B)(6) 2013 and the pt initials were reported as (B)(6).

Manufacturer narrative:
The qa (quality assurance) investigation results were received on (B)(4) 2013. Eval summary: the product lot number was not provided; therefore a batch record review is not possible. It is the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result is identified and mitigated. Data is periodically presented and reviewed by individuals responsible for assuring product quality. This review has not indicated trends that could be associated with any product complaint. Genzyme will continue to monitor complaints. MFR's comment: the benefit risk profile of the product is not altered by this report.